Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited tones, so boston scientific technical services was called to reviewed device data. It was noted that the ICD was beeping as high out of range shock impedances were noted on the right ventricular (rv) lead. At this time, the system remains in service. No adverse patient effects were reported.